Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to cystocele, rectocele, uterine procidentia and sui.. It was reported that following insertion the patient experienced nausea, re-prolapse, incontinence, anxiety, urinary frequency. It was reported in the surgical pathology report (B)(6) 2011 cervix with hyperkeratosis and focal squamous atypia suspicious for dysplasia. Erosion and benign nabothian cysts also identified. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.